Event description:
It was reported there was error 44005. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a software issue. As a result, the software was updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.